Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was over 500 mg/dl at time of hospitalization. Customer declined troubleshooting at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No unexpected no delivery alarm noted. Unit had cracked case at display window corner and cracked reservoir tube.